Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated to (B)(6) 2024.

Event description:
It was reported that during the procedure the emboshield nav6 embolic protection system (eps) filter detached [separated] from its delivery shaft in an attempt to release it. It is unknown if the filter remains in the patient or if it was removed. Another emboshield filter was used to complete the procedure. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported material separation was not confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties and subsequent patient effects. There was no separation noted to the barewire which would have to occur for the filter to separate from the system. There was no separation to the delivery catheter noted. It may be possible that the incorrect device was returned; however, several attempts to obtain additional information from the account were unsuccessful. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.